Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that an unregistered exam was received by the navigation system. Troubleshooting was performed. The site was uncertain if there was a nav tag on the image from the imaging system. The site reported that navigation was selected on the pendant for the imaging system, and that all 3 boxes on image acquisition were green before the spin. Another spin was performed which did not resolve the issue. The site proceeded to use a different imaging system. There was no impact on patient outcome. The extent of surgical delay (if any) was unknown.

Manufacturer narrative:
H2) additional information was added to b5. H3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762 , version #: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was less than an hour delay to the case.